Event description:
It was reported to nuvectra that during implant of a trial lead, the physician noticed the stylet had protruded through the distal end of lead while switching out the stylets. A new lead was used.